Event description:
The manufacturer received information regarding a dreamstation. The device was returned to a third party service center. During visual inspection of the device, corrosion on metallic surface was found. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : evaluated by third party.

Manufacturer narrative:
Correction in event description: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which is connector oxide. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, section d5 - operator of device, section g2 - report source, section h6 - component code, section h7 - remedial action init and recall (z) number have been updated.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.